Manufacturer narrative:
Continuation of d10: 1458q lead; implanted: (B)(6) 2014. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient is awoken with stimulation from the cardiac resynchronization therapy pacemaker (crt-p) pocket every morning. It was noted that the device clock is off by one hour and the atrial lead position check feature is running at the time of the stimulation. The atrial lead position check was turned off, which appears to help with the stimulation and the device remains in use. No further patient complications have been reported as a result of this event.